Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Evaluation results: the customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, stressed with vibration, and extreme temperature testing without duplicating the report. An internal inspection found no discrepancies. The customer's multifunction cable was not returned as part of this investigation. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.